Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cannula seal was analyzed, and failure analysis investigations did not replicate nor confirm the customer reported complaint. The cannula seal was inspected and found to have physical damage. The gravity test was performed on the stopcock and passed. The stopcock remained static in the top position. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the closing valve of the cannula did not hold and generated gas leaks (co2). The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.